Event description:
A pharmacist called on behalf of a spanish speaking customer meter reading in mmol/l. She stated the problem began 2 weeks ago. Pharmcist thinks she has been interpreting readings of 6.1as 61mg/dl. Customer service explained that the model# indictes a canadian meter that should be set to mmol/l. The customer had not adjusted food or medication according to the readings. The pharmacist was gong to give the customer a new kit. Customer service will send the pharmacist a replacement kit.